Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the distal segment was returned with the lead removal wire tuck in it, and with the distal and proximal conductor stretched, explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of an upgrade to a biventricular system, the access wire could not be advanced due to complete occlusion of the vein. The lead was later extracted, and the new system implanted. No patient complications have been reported as a result of this event.